Event description:
The customer reported that there were artifacts in the images. No further information was provided. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The panel was returned and was repaired for the loose screw issue. The service engineer performed calibration and self tests. Manufacturer cross-reference #: (B)(4).